Event description:
Approx 10 min after induction of anesthesia, the pt was believed to have been receiving 7-10% suprane & no 2. Pt began to move. Circuit was disconnected on machine end. No odor of volatile anesthesia agent was detected. Vaporizer removed from service.